Event description:
The customer reported intermittent communication errors. This error can result in a system lock up or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
The customer canceled the service call. No additional service info was provided.